Event description:
It was reported the patient presented to the ER as symptomatic with a decreased heart rate in the 30's beats per minute. Interrogation of the device revealed intermittent loss of atrial and ventricular capture. The loss of capture could be reproduced by having the patient cough, and by programming the atrial output right at or just below the atrial threshold. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.